Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leaked past the bd plastipak¿ concentric luer lock syringe plunger during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "failure of syringe. Upon use in the aseptics department, the broth liquid was leaking into the plunger."

Event description:
It was reported that liquid leaked past the bd plastipak¿ concentric luer lock syringe plunger during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "failure of syringe. Upon use in the aseptics department, the broth liquid was leaking into the plunger."

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1902233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Twelve retained samples of lot 1902233 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.